Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had two surgical catheters and the lifevest caused pain while laying over the areas. The patient¿s physician allowed patient to remove the lifevest as needed due to irritation. Follow up indicated that the skin irritation improved.